Manufacturer narrative:
The second multi-link rx vision coronary stent system indicated is being filed under the same MFR number.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the procedure was to treat instent restenosis of two previously implanted rx vision stents (3.0x28mm and a 2.75x12mm) (2009), with an additional xience v stent in the rca; however, it was a difficult case, and the attempt to cross with the xience v stent was not successful. The stent delivery system (sds) was removed and additional predilatation was performed. The same xience v was advanced again; however, the stent dislodged from the balloon. The stent was able to be retrieved with the sds balloon successfully. After additional dilatation with several different balloon catheters, another company's stents were able to be deployed for treatment, resulting in a total reconstruction of the rca vessel. No additional event or pt info is available.